Event description:
The patient was implanted on (B)(6) 2013 for right femur fracture. Patient was returned to or on (B)(6) 2013 for removal of trochanteric fixation nail, helical blade and locking screw due to non-union. Reportedly, patient experienced pain/irritation/discomfort. Patient right hip hardware removal was then revised to total hip arthroplastisy. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not for diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Device history record was reviewed with no complaint related anomalies noted.